Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) due to a heart palpitation for 45 minutes and received a shock therapy earlier in the week. An interrogation of device was initiated, and the report has not received by the clinician. Technical services (ts) informed the caller that the interrogation part of the facility records were interrogated. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information received which indicates that the shock therapy was delivered to treat for ventricular tachycardia (vt) and ventricular fibrillation (vf). The episode was real and warranted anti-tachycardia pacing (atp). Shock therapy terminated the arrhythmia.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) due to a heart palpitation for 45 minutes and received a shock therapy earlier in the week. An interrogation of device was initiated, and the report has not received by the clinician. Technical services (ts) informed the caller that the interrogation part of the facility records were interrogated. As of this time, this ICD remains in service. No adverse patient effects were reported.